Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested the patient by fingerstick on the meter and the result was 6.1 inr. The patient was sent for a lab test immediately and the result was 3.0 inr. On (B)(6) 2018, the customer tested the patient on the meter and the result was 1.8 inr. The patient's coumadin dose was adjusted following this meter result. The patient has a therapeutic range of 2.0-3.0 inr. Patient is not anemic, has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no new medications, no illness and no symptoms of bleeding or bruising. There was no adverse event. The meter and strips were requested for investigation. Retention test strips (lot 345217) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.